Manufacturer narrative:
(B)(4). Investigation summary: a complaint history check was performed and this is the 2nd related complaint for needle hub separates on lot # 0055935. A review of risk management (B)(4) revision 14 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed investigation summary: customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open polybag from lot # 0055935. Customer states that there is needle/shield separation from the barrel when removing the shield. The returned syringe was tested and the hub-needle/shield assembly did not separate from the barrel when removing the shield. A review of the device history record was completed for batch # 0055935 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the investigation, no additional investigation and no CAPA/sa is required at this time.

Event description:
During a standard service inspection of a customer returned asset, the evis exera ii ultrasound gastro-videoscope's adhesive at the distal end forceps cover was missing. There was no report of any problems associated with the device and there was no patient injury or harm reported.